Event description:
Allegedly, the patient was playing pickle ball when the fracture occurred (right).

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.